Manufacturer narrative:
Product availability for return is unknown. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b brush head broke [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that an oral-b brushhead, version unknown broke after 5 months of use. No symptoms developed. On 22-jan-2016 update: review of consumer's original letter revealed the initial receipt date of the report was 14-dec-2015.

Manufacturer narrative:
Product availability for return is unknown. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b brush head broke [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that an oral-b brushhead, version unknown broke after 5 months of use. No symptoms developed.